Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. Analysis revealed that the lead had an insulation breach (in-vivo) of an outer insulation depression.

Event description:
The proximal segment of the lead was returned to the manufacturer for an unknown reason. The lead was analyzed and tested out of specification. No known patient complications have been reported as a result of this event.